Event description:
A report was received that the patient underwent an ipg revision due to the ipg being tilted in the pocket site which caused difficulty charging. The ipg was re-positioned and the patient is reportedly doing well.